Manufacturer narrative:
Procedural cine images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: procedural angiography showed the following: · severe ai · heavily calcified leaflets, calcium seen in l-main, heavy calcium in lvot · bav seen with edwards balloon (no contrast injection) · un-deployed stent through annulus, not centered between markers · flex catheter appears to move forward during inflation · left main artery not perfused · left main stented · annular rupture seen by lcc impressions: the patient had a heavily calcified annulus, leaflets and lvot. Bav was performed with an edwards¿s balloon (size unknown). It is suggested to use contrast injections with bav to help determine the annulus size. The un-deployed stent was not within the markers. The flex catheter moved forward from the 1st to the 2nd marker during inflation. The left main was not perfused. A coronary stent was deployed in lm, and a rupture was seen in the lcc. An annular rupture was confirmed. Coronary occlusion maybe due to leaflet involvement, however the valsalva sinus dissection involving the lm cannot be ruled out.

Event description:
As reported by our affiliates in (B)(4), the 29mm sapien 3 valve was placed by tf approach. Bav was performed without issues with valve implantation in the proper position. After valve deployment, the patient had pain. Changes were noted in the EKG and on angio imaging, it was observed that the left coronary was not filling to a satisfactory level. The native valve leaflet calcification partially occluded the left main ostium. The left main stem was stented with a good result. At the time, a pericardial effusion was detected during "ultrasound". The team decided to do an immediate sternotomy. A tamponade was found and a fulminant bleeding from the aortic root was detected due to an annulus and lvot rupture. The patient was put on cardiopulmonary bypass (cpb) and the aortic root was replaced with a composite graft. The aortic annulus tissue was reported to be very fragile and when weaning the patient from the cpb, a fulminant bleeding started again. Active treatment was terminated and the patient expired. The annulus and lvot were heavily calcified.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular rupture is likely related to the patient¿s reported fragile annulus tissue. The cause of the coronary occlusion was attributed to the native valve leaflet calcification partially occluding the left main ostium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 29mm sapien 3 valve was placed by tf approach. Bav was performed without issues with valve implantation in proper position. After valve deployment, the patient had pain. Changes were noted in the EKG and in the angio it was observed that the left coronary was not filling to a satisfactory level. The native valve leaflet calcification partially occluded the left main ostium. The left main stem was stented with a good result. At the time, a pericardial effusion was detected during "ultrasound". The team decided to do an immediate sternotomy. A tamponade was found and a fulminant bleeding from the aortic root was detected due to an annulus and lvot rupture. The patient was put on cpb and the aortic root was replaced with a composite graft. The aortic annulus tissue was reported to be very fragile and when weaning from the cpb, a fulminant bleeding started again. Active treatment was terminated. The patient died. The annulus and lvot were heavily calcified.